Manufacturer narrative:
Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. The events of endophthalmitis and exposure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient with a xen 45 gel stent experienced "endophthalmitis case due to expose conjunctiva."

Event description:
It was reported that the device was implanted in the right eye. About a month and half later, patient underwent "needling with 5fu injection due to early bleb scarring". The events of endophtalmitis and exposure were noticed roughly four months later and device was explanted on the same day. It was also noted the patient had npl and an iop of 50. Treatment included a vitreous tap and ivt ceftazidime / vancomycin, an ac washout, ppv, vitreous biopsy, and ultimately the explantation on the same day. On two separate occasions in the following weeks there was an ac tap and ivt ceftazidime / vancomycin / dexamethasone. Culture was done which grew streptococcus mitis sensitive to levofloxacin and vancomycin. Patient was prescribed oral ciprofloxacin and levofloxacin. Events have yet to fully resolve and patient is still undergoing treatment, although events have improved.

Manufacturer narrative:
Concomitant therapies: pred forte tds, ganfort om, po ciprofloxacin 500mg, and po levofloxacin. The events of fibrosis, high intraocular pressure, and vision loss are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Additional information received noting that patient still has persistent ac activity with cells + and is still nlp from the endophtalmitis. The patient is scheduled for a follow up appointment on a later date. Patient is on slow taper of cravat eyedrops tds and predforte for continued treatment.

Manufacturer narrative:
Additional information: b.5.